Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter, translated from korean to english: the customer pressed the activation button for needle shielding after inserting the catheter, but the needle did not go back.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle failed to fully retract was confirmed and the cause appeared to be manufacturing related. One photograph and one 24g insyte autoguard were provided for investigation. The leading edge of the needle hub appeared to catch on a defect or burr at the interface between the barrel and internal surface of the grip and prevented the needle from fully retracting. The safety mechanism functioned without a problem. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.